Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services for review, confirming that this device is exhibiting premature battery depletion behavior. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services for review, confirming that this device is exhibiting premature battery depletion behavior. Due to this anomaly, device replacement was recommended. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device was received and the investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services for review, confirming that this device is exhibiting premature battery depletion behavior. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported. Please note: the date of explant is estimated as this was not provided from the field. Despite attempts to obtain the explant date, no response was received.